Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
Per medical records: it was reported that on (B)(6) 2007, the patient presented with the pre op diagnosis of lumbar disk herniation, l5-s1; lumbar spinal stenosis. Lumbar spinal instability. The patient also had intractable back radicular pain. The patient underwent the following procedures: inter-lumbar diskectomy. L5-s1 2. Inter-lumbar fusion, l5-s1. Placement of a femoral zone dowel with cmp material. Placement of an anterior plate, segmental fixation. Per the op notes, at l5-s1 level, a 14 mm size femoral ring filled with bmp material was placed. The graft felt securely. No patient complications were noted.

Event description:
It was reported that on (B)(6) 2008: the patient underwent MRI of the lumbar spine without contrast due to low back, left knee and calf pain. Conclusion: moderate left sided disc protrusion t12-l1 compressing the cal sac and left t12 and l1 nerves. It was reported that the patient developed injuries following the use of rhbmp-2/acs.